Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Updated fields: d4, d8, h2, h3, h4, h6 and h11. Corrected fields: d4 - unique device identifier (UDI) #1, blank to na. E1 - last name, prevent. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: poor contact on the video connector socket due to deterioration and image distortion due to defective motherboard. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, the cause is due to deterioration. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device connector was broken. The issue occurred during reprocessing. There were no reports of patient involvement.